Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level reached 420, but there was no adverse impact. The customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.